Manufacturer narrative:
While preparing the MDR for the device evaluation it was identified the product receipt date was inadvertently not reported within 30 days. A visual inspection revealed minor scratches along the length of the instrument and a fractured tip; therefore the complaint is confirmed. The piece of the elevator which fractured off was returned with the instrument. The device history was reviewed and no non-conformances were found. There are no indications of manufacturing defects. The most likely underlying cause of the complaint was excessive force experienced at the tip.

Manufacturer narrative:
(B)(4). Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an elevator broke during a procedure. All parts were retrieved and there was no delay and no injury to the patient.